Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, the patient is experiencing pain at the first tmt joint related to plate migration and non-union. No devices were returned for evaluation as they remain implanted. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined based on the available information. However, it is possible that the placement of the speedplate and/or post-operative activity of the patient contributed to the what the patient experienced. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, the patient is experiencing pain at the first tmt joint related to plate migration and non-union. No other patient outcomes were reported as a result of this event. Although there has been no injury reported and no information has been received indicating this malfunction has resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.